Manufacturer narrative:
The full patient identifier was (B)(6) which would not fit in the field due to character limitations. Patient weight was not provided. Device manufacture date was unavailable as the device was discarded and no lot number was provided. Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. Product is class I for us regulations and does not require a 510(k) designation. The account disposed of the bone anchor after the case. No parts have been returned to the manufacturer for evaluation. The surgeon noted that the patient had a soft skull due to his age which likely contributed to the issue.

Event description:
A medtronic representative reported that during a cranial laser induced thermal therapy the surgeon noted that the titanium bone anchor had a trajectory that did not align with his plan. This was noted during the MRI prescan prior to introducing laser fibers into the anatomy. After noting the incorrect instrument placement, the surgeon continued with the surgery without issue. They did not remove or adjust the bone anchor during the surgery. There was no impact to the outcome of the patient.